Event description:
A report was received from the (B)(6) that an 840 ventilator stopped operating while in use on a pt. The ventilator alarmed, and the pt was removed from the ventilator and placed on a second ventilator. There was no report of pt harm.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the power supply. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications. (B)(4).